Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the load plate cover had holes. A review of the platform archive was performed and user advisory (ua) 139 (unable to hold compression position) message was observed on (B)(4) 2016 but not on the reported date of the event on (B)(6) 2016. Functional testing could not be performed because ua 139 was displayed upon-power up. Further testing showed that the drive train motor brake gap was out of the specification in conclusion, the customer's reported complaint of autopulse displaying a system error message was confirmed during archive review and functional testing. The root cause was attributed to the drive train motor brake gap being out of tolerance and thus, causing the brake to disengage.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during shift check, the autopulse platform displayed system error message. There was no patient involvement reported.